Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Reportedly, the pump casing was cracked and the battery cap was now secured to the pump with a rubber band. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed that pump reboots had occurred. The returned battery cap did not tighten securely to the pump and was not able to maintain electrical connection. The battery cap threads were found to be stripped. A crack was observed along the battery compartment threads. Power loss was duplicated during testing. A test cap was used to perform the 24 hour test without any reboots occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.